Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir lip ring was loosened. Customer¿s blood glucose level was unknown. Customer was unsure if the reservoir was able to lock in place. Customer also experienced low blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device had missing retainer and missing reservoir tube o-ring. Device p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer.